Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance and low current of injury after fixation. The lp had dislodged to the right ventricle. The lp was retrieved and a different lp was used to complete the procedure. There were no patient consequences.